Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a signal loss occurred. The patient reportedly had recurring signal loss problems while using g6. Prior to going to sleep, the cgm value was reportedly in range but unremembered. The spouse found the patient unconscious. The display device was reportedly unchecked at that time. The patient was hospitalized for 2 days for hypoglycemic shock. Treatment and management of hypoglycemia information was not provided. It was reported that the patient was told by the doctor that the pump "incorrectly provided insulin." Of note, in the absence of cgm values, the pump will revert to open loop. At the time of the report, the patient was already feeling okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.